Event description:
Gallbladder was large, nearly filling the entire bag, and when the doctor attempted to remove the bag from the port site, the bag burst. Doctor was able to salvage the removal and patient didn't experience any negative outcome. When the doctor closed the port site, he discovered a small piece of polymer (10x3mm) at port site, believed to be from the bag.